Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the stations were in retry mode, hence why the data were not uploaded to the server and being updated. The technical support specialist checked the application server and logged into patient encounter system, where the upload time appeared current for the station. Also checked in health sight viewer and found no indication of retry mode or any upload error notices. The system functioned as intended after the technical support specialist troubleshot the device. E3. Other occupation: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medications assigned to the device on the server do not appear at the station or on replenishment lists. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.